Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for lead implant. Upon initial implant, it was revealed that the right ventricular lead exhibited high capture thresholds. Upon repositioning, the helix of the lead failed to extend and could not be fixated. The physician exchanged the lead during procedure on 03 apr 2020. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed by analysis. The reported event of failure to extend the helix was confirmed by analysis due to blood/tissue. The damage found was sustained during procedure. The lead was otherwise normal.